Event description:
It was reported the valve was explanted. The reason for explant is unknown. A smaller sjm mechanical valve (model 27mecj-502) was implanted. Additional information has been requested.